Manufacturer narrative:
Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A customer reported eye tracking issues with tracking the pupil. Additional information requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During technical onsite visit the filed service engineer (fse) performed eye tracker verification and alignment. No problem was noted. The fse completed preventive maintenance of the system. The system meets specification per service installation record. No technical root cause was identified. (B)(4).